Event description:
It was reported to medtronic minimed that the customer reported the reservoir gasket came loose while priming. The customer reported no adverse event. The event involved product(s) mmt-332a. Troubleshooting was performed, and leak found through the 2nd o ring. The customer also reported air bubble was present in the reservoir. No harm requiring medical intervention was reported. Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluated 1 open/used reservoir and transfer guard (1.0ml of clear liquid inside barrel); plunger not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix d and found second o-ring out of the groove. Using a new lab plunger; as follows: performed pre-fill test appendix c. Found transfer guard occluded anomalies during analysis. Using a new lab transfer guard; reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per (B)(4). Conclusion: transfer guard failed per inspection occluded anomaly was found during test and second o-ring out of the groove. Using a new lab transfer guard: reservoir and transfer guard passed per inspection no leakage and no air bubbles anomalies during pre-fill and bolus and leak test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.